Event description:
Customer reported the insulin pump has been going into threshold suspend due to the sensor having inaccurate readings. Customer's blood glucose would be in the 95 to 120 mg/dl range and sensor reading would be low 65 mg/dl. Threshold suspend limit is set at 65 mg/dl. Event occurs during the night. Troubleshooting was performed. Customer responded the tip of the sensor bent less then 20% of time when asked if he has noticed other bent sensors. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.